Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: a result in the "290's mg/dl" (patient's meter) and 115 mg/dl (professional meter).